Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and major damage due to lcd damage. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed relevant tests. Functional test which failed is display pattern test; serial number verification. An internal visual inspection was performed and failed due to water damage. The receiver log was downloaded and no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.